Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an dislodgment and had pulled back into the pocket. Subsequently, a new lv lead was successfully implanted. No additional patient adverse effects were reported. This lead has been returned for analysis.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an dislodgment and had pulled back into the pocket. Subsequently, a new lv lead was successfully implanted. No additional patient adverse effects were reported. This lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.